Event description:
End user reported medical attention was sought on (B)(6) 2016 at 2:11 pm after receiving high readings from her prodigy glucose meter. She felt dizzy, shaky and fell and performed 3 blood glucose test with the following results: 402 mg/dl, 407 mg/dl and 422 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 250 mg/dl. When the end user tested with her prodigy meter in the presence of the paramedics the result was 376mg/dl. The end user was transported to the ER and no treatment was administered to lower her blood glucose. She was hospitalized for an undisclosed amount of time for an unrelated illness. There were no recent changes to her medication and no further information was provided.